Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a driveline fault alarm. Data log files were sent to the manufacturer for review where pump stoppage and driveline fault alarms were observed. Approximately 8 days later a second data log file was submitted to the manufacturer for review. The data log had a similar pattern to the previous log file submitted 7 days earlier. The data log file also captured 1 speed drop to 3600 rpm, but no pump stoppage. In both data log files, the issue occurred when connected to the power module patient cable. The pump appears to be maintaining the set speed and pump parameters appear to be reacting as expected to changes in the set speed noted in the log file.

Manufacturer narrative:
Corrections: device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The device serial number initially reported as (B)(4), has been changed to (B)(4). It was initially reported that the device was not returning for evaluation. The device was subsequently received. Concomitant medical product initially reported as system controller, serial # (B)(4). The correct serial # is (B)(4). Additional information / device evaluation: system controller, serial number (B)(4) was returned for evaluation approximately 1 year after the reported event. The data log file retrieved from the returned system controller contained 7 entries of events recorded on (B)(6) 2015. The recorded data was consistent with disconnecting the system controller from the system. It appeared that the log file was erased prior to disconnecting the system controller. During further evaluation of the system controller the driveline fault alarm was able to be reproduced; however a specific root cause was unable to be determined. Full functional testing was performed using laboratory equipment and the system controller passed all testing. Similar incidences of driveline fault alarms have been reported. A corrective and preventative action has been initiated to investigate the issue. In addition, system controller, serial number (B)(4) was returned for evaluation approximately 1 year after the reported event. The data log file retrieved from the system controller contained only 5 events, recorded on (B)(6) 2015. The recorded data was consistent with disconnecting the system controller from the system. It appeared that the log file was erased prior to disconnecting the system controller. The system controller was functionally tested and performed as intended with no atypical events or alarms noted. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.